Event description:
It was reported by service report that head end jack was not pumping up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: release rod linkage.